Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a correction bolus when the correction factor settings was set to 1:120. The contact alleged that the suggested amount of units recommended by the pump was less than expected, so the contact changed the customer's correction factor to 1:90 and requested the same correction bolus. Reportedly, the requested units was even less than when using the 1:120 correction factor. The contact was unable to provide the blood glucose (bg) value that was entered, or the amount of units suggested for delivery using the 1:120 and 1:90 correct factors. There was no impact to the customer's blood glucose level, and it was confirmed that the contact had changed the correction factor back to the original 1:120. Tandem technical support explained that if there was insulin on board (iob- active insulin in the body) present, the initial requested bolus amount may be less than expected. Additionally, the contact was requested to upload the pump data logs. The contact declined to upload the pump data logs and reported that the event had not reoccurred.